Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the right ventricular lead exhibited high defibrillation impedance. No changes or interventions were performed. The patient was in stable condition.

Event description:
New information noted the high defibrillation impedance persisted and programming changes were made to resolve the issue. The patient was in stable condition.